Event description:
Flow stop tubing is disconnecting again. Line open so that pt bled all over everything just like the last time. Report of suspected medical device incident was reported october 2001 for alaris medical systems latex-free infusion set #52093f lot numbers 104593 and 005647. Copies of the report were sent to alaris medical system and the FDA medical products reporting system and the FDA medical products reporting program.